Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has stop working. Customer's blood glucose level was 133 mg/dl. Customer stated that the insulin pump had low battery and low reservoir. Customer stated that she changed battery and it keeps getting black lines across the display screen and she can't see anything to read the display to reset the time and date. Customer unable to verify the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery test or verify missing segments or partial display anomaly due to broken or detached end cap and loose drive support disk noted.